Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported death could not be conclusively determined.

Event description:
Related manufacturing ref: 3008452825-2017-00068; 3005334138-2017-00027; 3005334138-2017-00030; 3005334138-2017-00031. During an atrial fibrillation ablation procedure, the patient expired. Following transseptal puncture, the patient became hypotensive and unstable and subsequently expired. There were no alleged performance issues with any sjm device.